Manufacturer narrative:
This report is for two (2) unknown 4.0mm cannulated screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown 4.0mm cannulated screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent implant procedure for right shoulder on (B)(6) 2018. On (B)(6) 2019 the patient underwent removal of a short multiloc nail, two (2) multiloc screw, one (1) locking screw and two (2) cannulated screw because patient was not happy with the results of the first surgery and requested a reverse shoulder. All implants were removed with no issues. There was no surgical delay. The surgery was completed successful. Patient status is stable. This report is for two (2) unknown 4.0mm cannulated screws. This is report 4 of 4 for (B)(4).